Manufacturer narrative:
. Manufacturer¿s investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file and via the centrimag console¿s functional evaluation. The log file that was extracted from the console captured a few s3 alarms correlating to the console¿s fan speed on 02may2024. Available information indicates that the system was not in patient use at these times, and the alarm did not prevent the system from operating a mock loop as intended throughout the data. The returned centrimag console (serial number l01190-0006) was functionally tested at the service depot, and s3 alarms were reproduced. The console was opened, and a significant amount of dust was observed within the unit and around its fan. It was also noted that the console¿s fan was not spinning during testing, consistent with the alarms observed in the log file. The observed dust buildup within the console could have caused the fan to become internally damaged over a long period of time and could have prevented it from spinning which would cause the reproduced alarm to occur. The console¿s interior was cleaned, and its fan was replaced with a new assembly; then, the console fully functioned as intended and was returned to the customer site after passing all tests per procedure. The root cause of the dust buildup within the console, which could have caused the fan to not spin properly and trigger the s3 alarm, was unable to be conclusively determined. Review of the device history record for centrimag 2nd gen. Primary console, serial number l01190-0006 showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. L, section 3 "warnings and precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during device preparation the console showed system alert: s3. The back-up console was changed but the same motor remained kept. The console and motor were still in use. The console was turned off after the event and log files were not available.